Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose has been high for the past three days; her blood glucose was 491 mg/dl this morning. The customer bolused but her blood glucose did not decrease after an hour, so she treated with a manual insulin injection. Her current blood glucose is 438 mg/dl. The customer experienced excessive thirst due to the high blood glucose. Troubleshooting was initiated for the hyperglycemia. The drive support cap appeared normal. The customer's settings were programmed accurately as well. A high pressure test was declined. No products were returned or replaced.